Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose upto 399 mg/dl and low below 45 mg/dl. Customer treated with insulin pump and syringe for high blood glucose and glucose tablets for low blood glucose. Customer declined troubleshooting. Customer states issue with the site a bubble underneath the infusion set. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08690 inches. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. The insulin pump was monitored for several days while connected to the test sensor and plug. The insulin pump entered auto mode without calibration or enter blood glucose errors. The pump remained in auto mode, no excessive enter blood glucose prompts noted and the calibrate now alert followed the proper timing. No unexpected sensor updating alerts, calibrate now or enter blood glucose errors noted. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0130.